Event description:
Pt underwent total knee arthroplasty on or around 1994. Arthroscopy on 05/10/1999, showed extensive synovitis with polyethylene fragments within joint. Tibial bearing and locking bar components were replaced.